Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2005 due to pop, vaginal prolapse and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae and recurrence. It was reported that patient underwent partial vaginectomy, rectal resection, laparotomy, loop ileostomy and mesh removal on (B)(6) 2007 due to rectovaginal fistula complicated by sacrocolpopexy with synthetic mesh infection. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent on (B)(6) 2008 closure of loop ileostomy due to loop ileostomy and on (B)(6) 2009 laser vaporization of vulvar dysplasia due to stage 1 squamous carcinoma of the vulva and recurrent vulvar intraepithelial neoplasia

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced vulvar itching.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient was experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.